Manufacturer narrative:
The filter set was discarded and therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. The device was used off label; instructions for use advises that the prismaflex m100 set should be restricted to pts with a body weight greater than (B)(6). No info has been provided regarding the anti-coagulation strategy.

Event description:
The machine generated the "filter is clotting" alarm and the content of the m100 filter was not returned resulting in a blood loss of approx 152 ml. The pt did not exhibit any symptoms associated with the blood loss; the h/h decreased and the pt was transfused with 180 ml of packed red blood cells.